Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said that within a couple of days of implant they had to adjust the setting as was having a hard time urinating and said had to adjust again on sunday due to same reason. Patient saw the nurse practitioner at healthcare professional (hcp) office yesterday and they tested all of the programs and patient only felt stimulation in the left lower butt. Patient said that ins implanted in right buttock and lead was placed on the left side (due to scar tissue). Patient said that therapy was turned off and patient was sent to have x-rays performed. Patient said received update from hcp office was told that x-rays indicate everything looks fine and was directed to keep stimulation off and use the catheter. Patient said was supposed to have seen medtronic representative today however unable to make to conflict with her child's medical appointment. Patient asked if representative could be contacted to call her to review options. Email was sent to field staff.